Manufacturer narrative:
The device was received with evidence of blood on the adhesive pad. Inspection of the cannula subassembly found the tip of the formed needle to be damaged. This damage contributed to the reported bleeding and bruising event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 250 mg/dl, while wearing the pod on the abdomen between 36 and 48 hours. A new pod was applied as treatment.